Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an auto off alarm occurred. Customer alleged that there had been interaction prior to alarm. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.